Event description:
A u.s. Distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, the black (main batt), yellow (pgdn), and brown (-5v) wires were open inside the trunk cable. The cause of the inability to communicate is the open wires. The root cause of the open wires cannot be positively identified. No adverse event resulted from the open wires.